Manufacturer narrative:
Final analysis found normal lead characteristics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the guidewire into the lead. The lead was no longer used and was replaced. The patient was in stable condition.